Event description:
A peritoneal dialysis (pd) patient reported that she had been treated with antibiotics for an incident of peritonitis and bladder infection. She was asymptomatic but cultures had come back positive. During follow up the patient's pd nurse reported the patient was diagnosed with contamination peritonitis on (B)(6) 2014 based on effluent culture results that were positive for gram negative cocci in clusters identified as staph. She was treated with vancomycin starting (B)(6) 2014 through (B)(6) 2014. She was reported to be clear of the infection on (B)(6) 2014. Additional medical records are being requested.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.